Event description:
The specimen retrieval bag broke as the gallbladder was being pulled through the 11 port. The bag ripped along the seam. We used a new bag to remove the specimen. No injury occurred.